Event description:
On 9/1/94 the arrhythmia monitoring system correctly labeled all 21 beats in a run of ventricular tachycardia but did not generate an alarm at the central station. The pt told staff his ICD had fired. The software problem has occurred previously and is not reproductible.